Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) :the full lead was returned and analyzed and no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed and no anomalies found.

Event description:
It was reported that during an implant attempt, the physician was "unable to place the lead in competitor case". The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during an implant attempt, the physician was "unable to place the lead in competitor case". The lead was explanted and replaced. No patient complications have been reported as a result of ths event.